Event description:
It is reported that the device was implanted in 2006. In 2007, the device was revised due to loosening. The surgeon was able to "pull it out with just a kocher."

Manufacturer narrative:
Evaluation summary: cause of the problem could not be determined due to insufficient info. Evaluation: no product or x-rays were returned.